Manufacturer narrative:
The customer's reported complaint of "the fiber was defective" cannot be confirmed due to the complaint sample not being returned. Without receiving the complaint sample for evaluation, a definitive root cause for this event cannot be determined. The reported patient issue of cold/numbness sensation and "buzz" in her leg cannot be confirmed due to the patient centric nature of these issues. The nurse at the customer facility stated, "this could possibly be nerve damage and could take some time to resolve". Paresthesia due to thermal damage of adjacent sensory nerves is an anticipated potential complication that is cautioned in the instructions for use. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: instructions for use ((B)(6)) are provided with the evlt fiber device and include the following statements: potential complications: the potential complications include but are not limited to the following: vessel perforation, thrombosis, pulmonary embolism, phlebitis, hematoma, infection, skin pigmentation alteration, neovascularization, paresthesia due to thermal damage of adjacent sensory nerves, anesthetic tumescence, non-target irradiation, hemorrhage, necrosis, skin burns and pain. Warnings: treatment of a vein located close to the skin surface may result in skin burn. Paresthesia may occur from thermal damage to adjacent sensory nerves. The user manual (man/31/0075 us), states "the venacure 1470 laser will only permit a procedure to be carried out if an angiodynamics frs fiber is used. An incompatible fiber will be shown on the screen as invalid fiber." The following error messages are associated with the fiber recognition system "fiber uses expired - replace the fiber with a fiber that has not already been use and fiber sterility expired - angiodynamics fibers are programmed at manufacture with a sterility expiration date. This message is displayed when the expiry date is before the date in the laser's internal clock. Replace the fiber with one having a valid sterility expiration date." Furthermore, "invalid fiber is displayed even with a new unused frs system fiber (1) disconnect and then reconnect the fiber to the venacure 1470 laser. This will cause the unit to try and read the fiber's data again. (2) switch the venacure 1470 laser off and on at the power inlet. 3) ensure that the venacure 1470 laser is at least 2 meters away from any other electrical or electronic equipment that might interfere with the frs system, such as computers or other electronic or medical equipment". In the case of an emergency override it is stated, "in certain circumstances, such as a technical problem or if the emergency stop button is pressed, the fiber in use may become invalid before the completion of the treatment. If this situation should occur, the emergency override may be activated to allow treatment to continue. This option is only available immediately after the fault has been cleared and will not work if an attempt is made to use an expired or otherwise invalid fiber at any other time." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
He customers reported complaint of "the fiber was defective" cannot be confirmed due to the complaint sample was not returned. Without receiving the complaint sample for evaluation a definitive root cause for this event cannot be determined. The reported patient issue of cold/numbness sensation and "buzz" in her leg cannot be confirmed due to the patient centric nature of these issues. The nurse at the customer facility stated, "this could possibly be nerve damage and could take some time to resolve". Paresthesia due to thermal damage of adjacent sensory nerves is an anticipated potential complication that is cautioned in the instructions for use. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: instructions for use (16650393-01) are provided with the evlt fiber device and include the following statements: potential complications: the potential complications include but are not limited to the following: vessel perforation, thrombosis, pulmonary embolism, phlebitis, hematoma, infection, skin pigmentation alteration, neovascularization, paresthesia due to thermal damage of adjacent sensory nerves, anesthetic tumescence, non-target irradiation, hemorrhage, necrosis, skin burns and pain. Warnings: - treatment of a vein located close to the skin surface may result in skin burn. - paresthesia may occur from thermal damage to adjacent sensory nerves.the user manual (man/31/0075 us), states "the venacure 1470 laser will only permit a procedure to be carried out if an angiodynamics frs fiber is used. An incompatible fiber will be shown on the screen as invalid fiber." The following error messages are associated with the fiber recognition system "fiber uses expired - replace the fiber with a fiber that has not already been use and fiber sterility expired - angiodynamics fibers are programmed at manufacture with a sterility expiration date. This message is displayed when the expiry date is before the date in the laser's internal clock. Replace the fiber with one having a valid sterility expiration date." Furthermore, "invalid fiber is displayed even with a new unused frs system fiber (1) disconnect and then reconnect the fiber to the venacure 1470 laser. This will cause the unit to try and read the fiber's data again. (2) switch the venacure 1470 laser off and on at the power inlet. 3) ensure that the venacure 1470 laser is at least 2 meters away from any other electrical or electronic equipment that might interfere with the frs system, such as computers or other electronic or medical equipment". In the case of an emergency override it is stated, "in certain circumstances, such as a technical problem or if the emergency stop button is pressed, the fiber in use may become invalid before the completion of the treatment. If this situation should occur, the emergency override may be activated to allow treatment to continue. This option is only available immediately after the fault has been cleared and will not work if an attempt is made to use an expired or otherwise invalid fiber at any other time." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference pr(B)(4)

Event description:
An end user reported an issue with a nevertouch 65cm kit w/ gripper and rfid t. During a procedure, the fiber would work and then shut off. This cycle was performed twice; however, another same device was ultimately used to complete the procedure. Five days following the procedure, patient reported feeling coldness, numbness and a "buzz" in her leg. The nurse believes this may be nerve damage and will take some time to resolve; however, the patient does not require any type of medical intervention for these symptoms.

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).